Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the renal artery, the viatrac balloon ruptured at an unk pressure. The device was completely removed as a single unit and another viatrac was used to complete to procedure. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
Evaluation summary: the customer reported the device was discarded; therefore device analysis could not be performed. Factors that can contribute to balloon rupture include, but are not limited to, are balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly the lesion was moderately calcified, which could have contributed to mechanically damaging the balloon materials, such that upon inflation, it ruptured. However, without a returned device for analysis a definite root cause for the balloon rupture could not be determined. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint. Review of the reliability engineering destructive on-line rupture testing showed that the balloon rupture data met product specification. All rx viatrac plus balloons are 100% visually inspected and 100% leak tested. In addition, a sampling is taken from each lot to destructively test balloons to rated burst pressure (rbp) to verify that the rbp product specification is met. A review of the test data for this lot showed that the rbp data met the product specification.